Event description:
The medical attorney of a facility reported to baxter (B)(4) that a y-type extension set, with clearlink, was observed to have breakage. The breakage was observed by the operator, when the extension set was connected to the administration set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a y-type extension set with clearlink in which operator observed breakage when the extension set was connected to the administration set? Was confirmed during sample evaluation. Two actual samples were available for evaluation at the plant. Visual inspection revealed that one of the samples had the female luer connector cracked, while the other sample showed no non-conformities. The sets were attached and tested with a syringe and other sets. Leak was found during the test on the set with cracked female luer connector while the other set showed no non-conformities. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.